Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag (dianeal pd-2 peritoneal dialisis solution ultrabag with 2.5% dextrose and dianeal pd-2 peritoneal dialisis solution ultrabag with 4.25% dextrose) therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter india technical services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection fortum 1 gram (g)- ip for 14 days, injection vancomycin 1g- intravenous (IV) once in 4 days for 14 days and injection reflin 1g- ip for 14 days.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.